Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: evaluation of the returned device finds the locking feature is fractured. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional product was received. This complaint has been created to investigate the product. No other information is available at this time.